Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. This occurred inside the patient when the dilator was being removed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was received for analysis and investigation is still in progress. It was further reported that air was observed in the faradrive inside the patient.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. This occurred inside the patient when the dilator was being removed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was received for analysis and investigation is still in progress. It was further reported that air was observed in the faradrive inside the patient.